Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16152. It was reported, the patient had her entire scs system explanted on (B)(6) 2013. The pt complained she received inadequate pain relief from the system, and her ipg was depleted. The explanted devices will not be returned to the MFR.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.